Event description:
It was reported that the patient presented with "mixed spondylolisthesis with neural foraminal narrowing and radiculopathy, l5-s1." Pt. Underwent procedure for alif, l5-s1 with nuvasive brigade cage and rhbmp-2/acs, and posterolateral fusion with pedicle screw fixation, l5-s1. Bmp-2 was placed inside the cage and in the lateral gutters with local autograft. On pod 2 the patient complains "he is in severe pain". Fever is noted. On pod 3 the patient states "pain level is significantly improved than it was yesterday". Fever noted. 64 days post-op, the patient presented with intractable back pain and posterior infection and underwent a procedure for irrigation and debridement, and hardware removal. Once the incision was opened, a large purulent fluorescent green fluid was noted, "probably in the range of 100ml". During removal of hardware, screws at l5 were "markedly loose and could just be slid out with kocher's". Blood cultures grew (B)(6) and patient was started on vancomycin. Sixty-eight days post-op, the patient presented with continued pain and underwent a procedure for drainage and application of wound vac and PICC line placement. "On entering the fascial layer, creamy exudate was noted". Repeat blood cultures x1 are negative. Pt. Continues on vancomycin. Four days later, the patient underwent a procedure for vac dressing change under anesthesia. "The wound was then irrigated with saline. It was noted to be clean. There appeared to be healthy red granulation tissue. The vac dressing was then reapplied". Patient was discharged and switched off the IV vancomycin to oral doxycycline. Methadone and morphine as needed for pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2011: the patient underwent spinal fusion with infuse bone graft. Unknown cage and screw were also implanted. On (B)(6)-2011: the patient underwent revision surgery due to migration of screws in l5. The screws in l5 vertebra were markedly loose. Also the patient experienced chronic pain. On (B)(6)-2011: the patient presented with nerve damage. The patient experienced numbness and tingling in legs.